Event description:
The iab was inserted into the pt on 2/28/97. On 3/2/97 pm after iabp for about two days, the iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted. The following was rpt'd to datascope on 3/12/97: difficulty was encountered weaning the pt from iabp. Blood backed into the pump. The contact stated that the pt went on to expire, but the pt was extremely ill before and during iabp. The contact stated that the facility did not attribute the pt death to the event. The following was rpt'd to datascope on 3/25/97: the iab was inserted into the pt on 2/28/97. On 3/2/97 after iabp for 30 hours, rust color was noted in the tubing. The pt could not be weaned from iabp after several attempts. The pt was made a dnr on 3/6/97 and the iab was removed. The pt expired within 30 minutes and the contact stated that the pt expired from cardiogenic shock and lv failure. Event complications: pt died from cardiogenic shock, lv failure - rpt'd 3/25/97. Pt current status: expired - rpt'd 3/12, 25/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.